Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/23/2022, it was reported by a distributor via sems that an ar-4156ds trim-it spin pin metal portion, snapped off during insertion. All broken pieces were retrieved and case was completed without further issues. This was discovered during a toe realignment procedure on (B)(6) 2022.